Event description:
It was reported that the ilet pump issued multiple low glucose alerts overnight, with the lowest reported blood glucose of 61 mg/dl and a subsequent reading of 76 mg/dl trending upward; the user reviewed alarm history and received education on the low glucose alerts and their meaning, and no device malfunction was reported. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included user education and continued monitoring without medical intervention or hospitalization. Investigation included troubleshooting with review of alarm history and user-reported glucose values. Investigation of this case revealed that the device alerted appropriately for low glucose and functioned as designed, while the cause of the hypoglycemia remained unclear in the context of the user¿s dialysis schedule and reported intermittent unexplained lows. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.